Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for flu like reason, diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 385 mg/dl. The customer was leading with the sick, vomiting. Customer received ketones in body. The customer was treated with intravenous insulin infusion drip. Customer was using auto mode. The insulin pump will be returned for analysis